Manufacturer narrative:
At this time, the pacemaker has not been returned for analysis. This record will be updated upon return and completion of analysis, or if additional information becomes available.

Event description:
It was reported that this patient presented to the emergency room due to syncope. The patient had been lost to follow up for several years. It was determined that the patient's pacemaker was at the end of its battery life. It was suspected that the pacemaker was unable to deliver therapy at the time of the episode due to normal battery depletion. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.